Manufacturer narrative:
A ge service rep performed an onsite investigation. The software was evaluated and reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that when a thumbnail is selected, the full-size image that is recalled did not match the thumbnail. There is no report of injury or death associated with this event.